Event description:
Boston scientific received information from another manufacturer's local field representative that a physician reported that previous issues were experienced with leads falling apart during extraction. No specific information was provided or known. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.